Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is 4.5. Values 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The initial result was >8.0 inr and the repeat result was 4.0 inr. The customer tested again and the result was >8.0 inr. On (B)(6) 2018, the customer went to the doctor and the laboratory result was 4.8 inr. The laboratory reagent was requested but was not provided. There was no allegation of an adverse event. The therapeutic range was 2-3 inr. The customer had no hematocrit issues, no direct thrombin inhibitor, no heparin therapy, no lupus, no antiphospholipid antibodies, no dose changes, no diet changes, no new medications, no health changes, and no bleeding or bruising. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent.